Event description:
The description of the event states that the "cequal 3.0 showing apical defects on polar maps page on most studies. Apical defects are also seen quite frequently on slices. Pts have been cathed normal."